Manufacturer narrative:
(B)(6). A ge healthcare service representative performed a checkout of the equipment. The unit failed leak and output testing. The unit was sent to the manufacturing site for investigation. The unit was tested and found to fail leak testing due to the quad seal. Site correction can't be confirmed because it is the responsibility of another vendor.

Event description:
The hospital reported that following the case, the patient reported having recall of the surgical procedure. There was no reported patient injury.